Event description:
The report states "off/tubing-connector" noted "during pt use." National complaint coordinator (ncc) stated that "customer reports no injury or medical intervention." Per ncc, no add'l info is available.